Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. They inspected the system and found the 90 degree and bottom 135 degree covers were damaged. Performed system checkout and the system was fully functional. They received the 135 degree cover but the 90 degree cover never arrived, found issue with part shipment. They received the part. Installed part, performed system checkout. System fully functional continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000159, product ID: bi71000503, product ID: bi71000531. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system had a loud pop then stopped in middle of 3d scan. Patient was present and no additional information provided. Additional information was received stating that the reported issue occurred intraoperatively in a lumbar fusion procedure. There was one loud bang. Exposure was stopped. They tried to expose after the noise and the machine wouldn't expose. There was no reported impact to the patient. There was a 30 minute delay to the case.